Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, battery voltage was 2.97 on (B)(6) 2016. (B)(4).

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The device was not implanted. No patient complications have been reported as a result of this event. The device was stored at room temperature for approximately three days and a green bar appeared, however battery voltage was still close to tripping point. The device was recommended for additional three storage for optimal battery voltage.